Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sodium fluoride potassium oxalate (fx) blood collection tubes there was hemolysis. This event occurred 22 times. The following information was provided by the initial reporter and translated to english the customer stated: "the head nurse received feedback from the laboratory that 22 of the 35 gray-head tubes that were spot-checked had hemolysis."

Manufacturer narrative:
H.6. Investigation: bd received 1 sample and 2 photos for investigation. The photos were reviewed and the indicated failure mode for hemolysis was observed. Additionally, the customer sample was evaluated along with retention samples of the incident lot selected from bd inventory. The samples were tested and no issues relating to hemolysis were observed. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate the customer¿s indicated failure (hemolysis) because the defect was not evident in the testing of the complaint lot samples. All parameters of customer, retains and control samples tested demonstrated clinically acceptable performance for all visual observations evaluated. Customer provided samples exhibited ¿clumped¿ anticoagulant versus the powder-like consistency of the retain samples. This batch (0283619) was further investigated by r&d: results showed no differences between complaint and control lots in terms of the chemical properties evaluated (additive composition, morphology, moisture content, or thermal properties), suggesting the root cause of the additive granulation observed is unrelated to these factors. We did observe the larger additive clumps in the complaint lots were able to be broken by our finger tips, suggesting the present of the larger clumps are a physical difference, not a chemical one. The r&d investigation regarding this issue concluded: the presence of the large additive clumps can create a higher localized concentration of additive that can lead to hemolysis, making it more imperative the tubes are mixed properly to avoid hemolysis. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is able to be confirmed for hemolysis based on the photos only. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® sodium fluoride potassium oxalate (fx) blood collection tubes there was hemolysis. This event occurred 22 times. The following information was provided by the initial reporter and translated to english the customer stated: "the head nurse received feedback from the laboratory that 22 of the 35 gray-head tubes that were spot-checked had hemolysis."